Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lot numbers for all fresenius liberty cycler sets shipped to the account for the three (3) month time frame which immediately preceded the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the event and use of these devices. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The patient reportedly set-up pd treatment in the dark resulting in the peritonitis event. Although no culture results were provided and it was not confirmed that the patient had a touch contamination, most pd-related peritonitis events result from the patient inadvertently breaking sterile technique and contaminating the catheter or its connections. Based on the available information and no allegation or evidence of a malfunction, defect, or deficiency, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) resulted in little information related to the event. The patient was seen in the pd clinic on 02/aug/2021 for a regularly scheduled pd adequacy check. During the appointment, the patient was found to have peritonitis (no signs/symptoms provided). The patient was not aware that they had peritonitis. The patient stated that while on vacation (date unknown) they were completing pd treatment set-up in the dark. This resulted in the peritonitis. Despite multiple attempts to obtain further information related to the peritonitis event, no additional information was obtained.